Event description:
During the anterior cruciate ligament repair of the left knee. Dr was placing the guide pin into the femoral condyle, when the drill tip broke off in the femoral condyle. Procedure was completed without a problem, using a new guide pin. After the procedure an x-ray was taken of the femoral condyle and it was determined that the broken tip could not be retracted and remained lodged in the femoral condyle.